Event description:
It was reported that the user experienced intermittent loss of dexcom g7 continuous glucose monitoring readings to the ilet, which resumed during the call, consistent with temporary cgm data transmission interruption. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included user interview and troubleshooting and education. Investigation of this case revealed that the signal loss was transient and resolved without corrective action. It was concluded that the device functioned as designed once communication was restored and no device malfunction was confirmed.